Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the strap did not attach to the mesh. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 12/28/2015. Actual device was returned for evaluation. Visual inspection was performed and the cannula cap was detached from the cannula tabs. Fire testing was not conducted because the trigger was completely jammed. The device was disassembled to perform a deep inspection. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. In addition the ratchet pawl was found excessive wear and tear. Impact damage on the insertion fork caused damage bending on the prongs and the internal cannula components were not sliding properly. It is possible that cannula cap fell off from tabs due to damage on the fork.